Event description:
After approximately five minutes of use, the vessel sealer blade was exposed causing a recoverable fault. The instrument was removed from the body cavity and the blade was still exposed. Removed from field and replaced with a new instrument. Diagnosis or reason for use: robotic hysterectomy, bso, cysto.